Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece. The product history records were reviewed and documentation indicates all products met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A nurse reported that in intraocular lens(iol) was exchanged due to an unexpected postoperative outcome. The pt was experiencing residual myopia. The iol was replaced with a same model lens. Additional information was received. In the surgeon's opinion, the iol did not cause or contribute to the event.